Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that their pc's were rebooting when admitting or discharging a patient and the patch b.02.12 that they have does not appear to have resolved the issue. There was no patient incident.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that their pc's were rebooting when admitting or discharging a patient and the patch b.02.12 that they have does not appear to have resolved the issue. The device was in use monitoring patients. There was no patient incident.